Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was in the range of 400mg/dl to 500mg/dl range but doesn¿t recall the exact. Customer was assisted with troubleshooting and customer stated that current blood glucose 128mg/dl. Customer only used her pump to treat the high blood glucose with a bolus and also used a syringe today to treat. Customer reports they have not contacted their healthcare professional regarding the high blood glucose levels. Insulin pump will not be returned for analysis.